Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing the endoscopic image was distorted when the endoscope was connected to the subject device. The field service engineer of olympus (B)(4) checked the subject device and found the following. ¿the output socket has traces of moisture, rust and the pins do not make good contact, the failure that gives them are interference in the image, the failure is intermittent.¿ the date of event is unknown. The field service engineer replaced the output socket to new one for repair at the facility. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that this phenomenon was attributed to the improper connection due to the moisture and/or the rust on the electrical contacts by the handling. Olympus stated the appropriate handling of clv-190 and the counter measures against abnormalities in the instruction manual of clv-190.